Event description:
The implant cardioseal, pt - man. The aneurysm of the septum and asd. Implantation in 2002 (38 mm) asd seen in echo 10x18. The postoperation control shown appropriate fixation of cardioseal, the next inspection after 1 and 3 months was positive. The control after 6 months used to be negative - exposed thrombus. In 2008, they removed the implant during cardiac surgery procedure. The pics contain the details.

Manufacturer narrative:
The implicated device has not been returned or eval. Case summaries (pre- and post-implantation) and procedural films have been obtained, and are currently under review. The results of this review will be documented in a subsequent, final report.